Manufacturer narrative:
The patient information used is from the patient demographics provided in the literature article. The gore® helex® septal occluder instructions for use list tia or stroke as potential device or procedure-related adverse event. Gevorgyan fleming r, kumar p, west b, et al. Comparison of residual shunt rate and complications across 6 different closure devices for patent foramen ovale. Catheter cardiovasc interv. 2019;1¿8. Https://doi.org/10.1002/ccd.28527.

Event description:
This information was received through literature article "comparison of residual shunt rate and complications across 6 different closure devices for patent foramen ovale" published in catheterization & cardiovascular interventions, 15 february 2020. In this retrospective study, the efficacy of six different patent foramen ovale (pfo) closure devices used in the united states over an 18-year period, was assessed by measuring the degree of residual shunt after implantation. In addition, the safety of pfo closure was assessed for serious procedure- and device-related adverse events. Indications for pfo closure included cerebral vascular accident, migraine headaches, tia versus complex migraine, myocardial infarction, orthodeoxia, and =1 diagnosis. The article reports 320 patients received quantitative assessment of right-to-left shunting both before and after percutaneous closure from february 2001 to july 2019. The article further reports that 137 patients received a gore® helex® septal occluder. The remaining patients received gore® cardioform septal occluder, amplatzer cribriform, amplatzer aso, cardioseal, and amplatzer pfo devices. Adverse events listed for the gore® helex® septal occluder include 2 recurrent strokes.